Manufacturer narrative:
(B)(4). Retainer ring = black customer complaint: event date: (B)(6), 2021. The customer reported that the insulin pump had a display damaged. Functional testing to be performed/completed: the insulin pump was received with a scratched case, a cracked keypad overlay, a pillowing keypad overlay and a end cap address label missing. The test p-cap/reservoir does lock properly inside the reservoir tube. Unable to perform the displacement test and self test due to missing segments/partial display. The pump was cut open to perform visual inspection and found a cracked and bleeding lcd glass. No loose electronic components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the aa 1.5v battery and continued testing. The pump passed the self test and no missing segments/partial display noted. In conclusion, the pump had a missing segments/partial display due to a cracked and bleeding lcd glass. Failure analysis summary: the test p-cap/reservoir does lock properly inside the reservoir tube. The insulin pump was received with a missing segments/partial display due to cracked and bleeding lcd glass. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a damaged display. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.